Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017. Customer had eaten a hot dog and became sick. Customer was taken to the hospital where he was put in pcu. Customer reported that he was discharged at blood glucose 492 mg/dl for some reason and had to go back to the hospital the next day and in worse shape. The customer blood glucose was 402 mg/dl (roughly) an hour prior to being discharged. Customer was wondering why they got discharged at the high of level per the reports she reported. Patient's blood glucose at time of incident: 492 mg/dl patient's current bg: 183 mg/dl. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Blood glucose value when admitted to hospital 550 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0879 inches. Unit received with minor scratches on case, cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.